Manufacturer narrative:
An event of valve under expansion was reported. It was indicated that the valve was fully recaptured and re-deployed, however the valve under-expanded again. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported valve under expansion appears to be related to patient condition. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. The patient's annulus was measured with a perimeter of 69.1mm. The left ventricular outflow tract (lvot) measured at a perimeter of 64mm. Pre-dilation was performed with a 20mm non-abbott balloon. During implant it was noted that the valve under-expanded. The valve was fully recaptured and re-deployed, however the valve under-expanded again. The valve and delivery system were removed from the patient and replaced with a new 25mm navitor vision valve and small flexnav delivery system. A 22mm non-abbott balloon was used to pre-dilate. The second valve was implanted successfully. There were no adverse effects to the patient. The patient status was stable. The physician believed the valve expanded non-uniformly due to inefficient pre-dilation.